Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be duplicated. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the navigation system experienced a keyboard error. The keyboard was not working properly. The representative unplugged and re-plugged the keyboard back in, which resolved the issue. The keyboard is now functioning fine. There was no patient present when this issue was identified.